Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional artery. Reportedly, the device was difficult to remove. The dilator was inserted into the access ports releasing the locking mechanism and the device was successfully removed from the patient. Hemostasis was achieved with the device. A broken vessel locator wing was noticed after the device was removed from the patient. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.